Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer¿s current had blood glucose of 380 mg/dl. Customer also had blood glucose level of 130 to 140 mg/dl. The customer treated with the insulin pump. Customer declined to troubleshooting for high blood glucose level the insulin pump will not be returned for analysis. Quick set mmt-398, frn 1.8ml mmt-326a.